Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is no longer receiving stimulation. Her programmer has been showing a low battery warning for a month. She also reported experiencing a shocking sensation on her back and one of her knees. She is working with her physician to determine the next course of action.